Manufacturer narrative:
Dates of event and implant: estimated dates. The UDI is unknown because the part and lot #s were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction, stenosis and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s) of myocardial infarction, stenosis and thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effect (death) referenced is filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying the xience stent that may be related to death and serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "five-year clinical outcomes following drug-eluting stent implantation in left main trifurcations."